Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that, during surgery, a gii tibial base impactor broke, a back up gii tibial base impactor was used but it had a missing screw. Tried to replace with another gii tibial base impactor, but that also has a crack in the plastic. Surgery was resumed, with a back-up device. It is unknown if there was a surgical delay. Patient current health status is unknown. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable nor to be a complaint, since it is a duplicate from (B)(4), and it has been already reported under report number: 1020279-2021-06701.

Event description:
It was reported that, during surgery, a gii tibial base impactor broke, a back up gii tibial base impactor was used but it had a missing screw. Tried to replace with another gii tibial base impactor, but that also has a crack in the plastic. Surgery was resumed, with a back-up device. It is unknown if there was a surgical delay. Patient current health status is unknown.